Event description:
Add'l info received from MFR 6/30/03: device involved in reported incident was discarded and unavailable for evaluation including any laboratory testing or failure analysis. Therefore no conclusions could be reached in regards to device failure. Due diligence follow-up was conducted with reporter and it was determined that nu-gel dressing was removed from pt approx 10-15 minutes into the MRI procedure due to the heat sensation. The rn who removed the dressing did not feel that the dressing was "hot" when removed. The pt required no medical intervention as a result of this incident. Ethicon has not received any add'l complaints similar to this incident.

Event description:
During MRI, pt developed warmth then burning under right breast. Pt had dressing with gel-pad for skin breakdown. Immediately removed from scanner. No injury to pt.